Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unknown. It was reported that a recent computerized tomography scan revealed that the proximal aortic neck had dilated to greater than 30 mm in diameter and the stent graft had migrated distally 3.5 cm. The aneurysm neck had also shortened to 5 mm. The physician stated that the aortic neck dilatation caused the migration. Because the aneurysm neck was too short to accommodate an aortic cuff, the decision was made to epxlant the device and convert the patient to open surgical repair of the aneurysm in 2002. There was no evidence of inflammation or thrombosis, but there was calcification present in both iliac sealzones. The stent graft was surrounded by grumous material. The proximal and mid portion of the device came out easily from the aneurysm contents, and the iliac legs appeared to be firmly attached to the iliac vessels. A hemashield graft was anastomosed to the aorta and the iliac limbs, and the patient had palpable femoral and pedal pulses at the conclusion of the procedure. The patient was taken to the recovery room in stable condition. The explanted stent graft has been received by medtronic ave, and its analysis is pending.